Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26733518. This report will be amended when our investigation is complete.

Event description:
It is reported that radiolucent lines were found around the patient's humeral prosthesis.

Manufacturer narrative:
No device or photos were received since the device still remains implanted; therefore the condition of the component is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Follow up communication states that radiolucent lines of 0.5 mm were found in zone 7 (ap view). Product history search cannot be completed since the lot number is unknown. A definite root cause cannot be determined with the information provided.